Event description:
Additional information received reported there were open circuits on a few combinations. The hcp changed the programming to use the good circuits and the patient was doing well.

Event description:
It was reported that over the past two weeks the patient occasionally experienced a loss of therapeutic effect over the left side of their body. However, the therapeutic effect would come back and be 'good.' Impedances were checked and came back normal. The patient's status was reported as 'good' and the device will be reprogrammed to address the loss of stimulation. See manufacturer report # 3004209178-2012-02758 for related device events. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7482a51, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, programmer model 37642, serial# (B)(4), lead model 3387s-40, lot# v311441, implanted: 2009 (B)(6), antenna model 37092, lot# 300710001, implanted: 2012 (B)(6), explanted: na. (B)(4).